Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor was dark. The fe found that the system would not display an image. This rendered the system unusable. There is no report of injury or death associated with this event.